Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the ventricle lead exhibited noise episodes. No intervention was performed. The patient's condition was unknown, and the patient will continue to be monitored.